Event description:
It was reported that the sheath and dilator were inserted in the pt's right femoral artery. As the dilator was removed, blood was noticed coming from the sheath. The bleeding stopped after the iab was inserted. Following transport of the pt, the pump experienced helium loss alarms. The iab was then removed without any pt complications.

Event description:
It was reported that the sheath and dilator were inserted in the pt's right femoral artery. As the dilator was removed, blood was noticed coming from the sheath. The bleeding stopped after the iab was inserted. Following transport of the pt, the pump experienced helium loss alarms. The iab was then removed without any pt complications.